Event description:
Information was received indicating that a smiths cadd-prizm vip ambulatory infusion pump displayed a high-pressure alarm, but no kinks were found. The infusion was chemotherapy. There were no injuries or adverse events reported.